Manufacturer narrative:
The insulin pump was received with blank display due to faulty interface board connector. It was also received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratched and cracked display window. It was not possible to perform the functional testings including the operating currents, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the blank display anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks around the display window. The customer's blood glucose is unknown. The insulin pump was replaced and returned for analysis.